Event description:
N/a

Manufacturer narrative:
Additional information was received on 22jul2019 that the product problem was discovered during inspection on (B)(6) 2019. The handpiece activation could not reach the maximum amplitude that was set in the cusa. It was also confirmed that there was no adverse consequence or impact due to the delay of the product problem. The patient was in good condition.

Event description:
N/a.

Manufacturer narrative:
Product was not returned so the evaluation was unable to be performed. Therefore, an investigation for cause was unable to be performed. The reported failure stated that the handpiece had a ¿handpiece activation cannot reach maximum amplitude¿ based on this description and the top failure as determined by pre-evaluation trending it is possible that this failure was because of the handpiece was over torqued or due to a transducer issue. However, without testing it is not possible to verify. If the product is returned for evaluation the complaint will be reopened and the evaluation will be completed. The DHR documentation was reviewed and no anomalies that could be associated with the complaint incident was observed. No service history for the device under review. The reported complaint was not confirmed.

Manufacturer narrative:
The device was not yet returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation. Linked to mfg report number: 3006697299-2019-00089.

Event description:
This is 2 of 2 reports. A service manager reported on behalf of the customer that a c2602 cusa excel 36khz straight handpiece was defective. The device was in contact with the patient. There was no patient injury/death alleged there was a 13-hour delay in surgery due to the product problem. Additional information has been requested.